Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; multi-vitamins, fish oil, prilosec, aspirin, lopid, lisinopril-hydrochlorothiazide and metamucil. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up CT imaging showed the aortic diameter measured 6.9cm x 7.9cm. On (B)(6) 2016, follow-up CT imaging showed the aortic diameter measured 8.3cm x 9.2cm. A type ii endoleak originating from the left internal iliac just distal to the trunk-ipsilateral leg component was identified. Reportedly, no loss of circumferential wall apposition of the endoprosthesis was observed. An intervention to treat the endoleak has not been performed or scheduled at this time. The physician will continue to monitor the patient.